Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to high voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, there was contamination found on multiple components of the defibrillator pca and computer/analog board. Monitor will be removed from service. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor failed incoming testing.